Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis and heart failure. The target lesion was located in an unknown coronary vessel, and was treated by placement of an unknown size taxus liberte stent.at 81 days post index procedure, the patient was admitted with heart failure. At 12 days later, the patient was discharged from the hospital and the event was reported to be resolved. Per the physician, the heart failure was the result of an old mycardial infarction. At 150 days post index procedure, it was confirmed the patient had coronary restenosis of the proximal left anterior descending coronary artery (lad). The patient had no ischemic symptoms. At 34 days later, the patient underwent non-target vessel revascularization. The 90% stenosed and 50mm lesion in the mid lad was treated with predilation and placement of a non-bsc stent resulting in 0% residual stenosis. The event was considered resolved and the patient was discharged 1 day later. Per the physician, it was a restenosed lesion of a previously placed unknown bare metal stent. It is the opinion of the physician that this event is unrelated to the taxus stent.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)